Event description:
Complainant alleged that the clinicians were attempting to monitor a male pt (age unknown), who was being treated for seizures, but the unit would not power-up. The clinicians obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.